Event description:
Customer reported she was experiencing low blood glucose and she didn't hear the alarm. Customer's blood glucose was 49 mg/dl. No alarm was noted in the device alarm history. Customer stated the she was driving when the low occurred. Event occurred within two of inserting the sensor. Customer was advised the sensor did not alarm due to it being in the warm up period. Customer stated another low event occurred once the sensor was started and the device did not alarm. Customer stated the sensor failed and was unsure why. Sensor had been inserted for two days. Customer spouse stated there were getting weak signals and no sensor values were on the graph. Customer was advised the sensor did not go off since customer started the sensor again and it was in the warm up period the second time. Customer stated she will call when the issues occur to get proper troubleshooting done. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.